Event description:
It was reported that a laryngeal mask had a broken valve.

Manufacturer narrative:
Final investigation showed that the device could not be deflated due to a broken valve. As the device was shipped in a deflated state, it was not possible to determine what subsequently may have caused the valve to break.